Event description:
It was reported that during the procedure for prolapse and hemorrhoids, the device fired malformed staples. The procedure was completed by hand sutures. There was no adverse consequence to the patient.